Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon wanted to put 9mm viper cfx screws, however broke off 1 viper cs screwdrivers. Surgeon was then able to remove the screw and cut threads with 9mm thread separator. He then wanted to insert the screw with a viper cs screwdriver and then broke it off. However, since the screw had to be inserted even further, the exp screwdriver continued to try and also broke it off in the screw. The screw could then no longer be inserted. However, the op was successfully completed. As a result, the operating room has been extended by 2.5 hours. This report is for one (1) xpdm quick-con si poly scwdrvr this is report 1 of 3 for complaint (B)(4).